Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Battery did not work after it was unplugged. Patient involved no harm reported. Complaint (B)(4).

Manufacturer narrative:
The reported failure "battery not holding charge" was discovered during patient treatment. The device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. According to service order 43429447 dated on (B)(6) 2020, a getinge service technician confirmed that the battery was not functioning and needed replacement. The rotaflow charging circuit and function were checked. The latest replacement of the battery pack was on (B)(6) 2018. The 701017188 batterypack ni-cd 24v 132wh has been replaced because it was due by date. The rotaflow was calibrated and a function and safety test were executed. The device was released for clinical use. The most probable root cause could be determined, as the lifetime of the battery was due, based on the information that the last replacement was 2 years ago ((B)(6) 2018). According to the instruction for use (instructions for use / 4.2 / en / 13; chapter 3.3.4 battery operation): "check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery." The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).